Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The provided x-ray showed the lead completely wrapped around the ICD can and pulled back from the original position, which indicates reel syndrome. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was exchanged approx. 1 month after the implantation due to dislodgement caused by twiddler syndrome.